Event description:
On december 19, 2006, a gore excluder aaa. Endoprosthesis was implanted to repair an infrarenal abdominal aortic aneurysm. An intraoperative angiogram revealed that the patient's aorta had ruptured. The patient was converted to open surgical repair. It was reported from a field sales associate that the physician believes an anchor from the trunk-ipsilateral leg component ruptured the patient's aorta as the device was ballooned.

Manufacturer narrative:
The devices were discarded by the facility. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Please note: a gore excluder aaa endoprosthesis, contralateral leg component (pxc141200/lot#04727764) and a gore excluder aaa endoprosthesis aortic extender component (pxa280300/lot#04540066) were also implanted.